Event description:
My three month old's lift chair is stuck in the fully uplifted position. Pride infinity model 525il delivered on (B)(6) 2019 from (B)(6) depot out of (B)(6). FDA safety report ID# (B)(4).